Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery installation insulin pump gave a full segment display anomaly due to faulty connector on interface board. The insulin pump was unable to verify excessive no delivery alarms due to force sensor. No unexpected constant tone or audio/beep anomaly was noted. The insulin pump had bleeding lcd glass, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer had a constant tone emitting from their insulin pump. The customer also reported receiving a no delivery alarm while attempting to bolus. Customer stated the tone occurred after receiving the alarm. The customer's blood glucose was 403 mg/dl. Customer was able to treat their blood glucose with a syringe. It was also reported the customer had a blank display after letting their insulin pump rest for two hours without the battery. Customer also stated there was a black line across their insulin pump's screen. The customer did not drop or bump their insulin pump. Customer was unable to read their screen as a result of the blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.